Manufacturer narrative:
The pump was received with a frozen boot up screen. Frozen screen caused by moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to screen anomaly. Pump received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 4.9 mmol/l at the time of the incident. Customer stated that the crack at back of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.